Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's mother said the patient was irritable, itchy, and had shown increased tone.

Event description:
It was reported the patient experienced an acute onset of severe spasticity 2 days prior to the report. There was a concern for drug withdrawal. This was witnessed by family and the patient was taken to the emergency room (ER) and the patient was admitted for observation. The day prior to surgery, a catheter dye study was performed. The spinal incision was opened and the apparent kink was visualized. The spinal catheter segment appeared to have kinked/occluded, just below the anchor. The physician thought the issue possibly resulted from the old anchor and tension on the catheter. The entire catheter was replaced. The patient recovered without permanent impairment. The pump was used to deliver gablofen (baclofen).

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8709sc, lot # n175091005, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter. (B)(4).